Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. The patient reported that therapy was turning off by itself. The patient reported that he would like to have his device checked because sometimes it shuts off and also sometimes the charge is way down and sometimes takes 1 hour to charge and other times it takes 2.5 hours. The patient reported that he charges once a week and usually the charge level was down to 50% but recently noticed it was only down 90%. The patient confirmed that stimulation was currently turned on. The patient reported that he had not made any changes to the settings. No further complications were reported.